Event description:
It was reported that the procedure was to treat a heavily calcified, narrow, 99% stenosed, de novo lesion in the proximal left anterior descending (lad) coronary artery. Post deployment of the 2.75x12 mm xience v stent, a proximal edge dissection was observed. A 2.5x12 mm xience v stent was deployed to treat the dissection and complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.